Event description:
Pt had reportedly hanged themselves, then was found by their spouse who brought pt down and performed manual CPR prior to the arrival of ems personnel. On arrival, the paramedics began their acls protocol and discovered a rhythm of pulseless electrical activity but no palpable pulses from the pt without CPR. The ems crew continued with appropriate use of the acls protocols according to their run sheet, using intubation, IV access, and acls drugs. The autopulse was deployed for continuation of chest compressions during the remainder of the call. Subsequent EKG readings revealed asystole. The pt was transported to the local hosp emergency department where pt was eventually pronounced dead. Paramedics did not report any amnomalies in autopulse performance. An autopsy was performed at the hosp by the hosp pathologist. The cause of death has been listed as hanging and death by asphyxiation. The pathologist reported bruising he discovered in the lower lungs, left kidney and the tail of the pancreas. He reported no evidence of flail chest or rib fractures. At this time there is no evidence that the autopulse caused or contributed to the death of this pt.